Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that dr. (B)(6) did the primary fusion on october 1st. This fusion involved expedium 4.5 in combination with the special access system trolley. Dr, (B)(6) mentioned that he overcorrected the scoliosis and there was a proximal pullout of the construct. Basically the first set screw on the left side of the construct at t3 completely came off and consequently the screw at t4 completely pulled out of the pedicle as there was tremendous stress on that screw. This particular screw was replaced with a new 4.35x30mm and a new rod and new set screw was place on the first screw. The patient was affected by this revision, info is below. No replacement is needed. I have nothing further to add. Patient consequence? Yes. Patient consequence description:the patient needed revision surgery in order to correct the pop off cap and pullout screw. Action taken for procedure:revision surgery. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.